Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the b button was not working on the insulin pump. Customer's blood glucose was 150 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer also reported the tubing falling off from the insulin pump, causing the insulin pump to fall. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons, including the b button responded properly. No moisture damage was noted on the button keypad traces. The pump passed all functional tests. The pump had a cracked case at the display window corners, and a broken reservoir tube lip.